Event description:
Information was received indicating that while in use of the smiths cadd legacy plus pump, the pump exhibited no disposable pump won't run alarm and could not be resolved. No patient consequences were reported. No adverse effects were reported.